Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. Next, the ICD was subjected to an electrical analysis, revealing that the device could not be interrogated. Therefore, the device was opened, and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. Subsequently the current consumption of the electronic module was verified by direct measurement and proved to be as expected. There was no indication of a malfunction of the electronic module. Battery voltage measurement confirmed a depleted battery, which could be attributed to an increased internal self-depletion within the battery. Please note that this ICD is affected by the field safety corrective action, bio-lqc, initiated in march 2021.

Event description:
After an implantation period of approx. 106 months, it was reported that the device could not be interrogated. The ICD was explanted. No adverse patient events were reported. Should additional information be received, this file will be updated.